Manufacturer narrative:
The device was returned to the manufacturer. Upon visual examination it was revealed that the compression spring was broken. A broken compression spring would allow the device to operate in safe mode.

Event description:
It was reported that during testing conducted by a field service technician, the device operated automatically without activation. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.